Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was received for the analysis of this complaint, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was for preventative maintenance and while testing it the plunger sensor did not indicate the syringe. Per reporter, the customer followed the manual to replace and check the device parts, but it still did not register. Attempts to calibrate the device were unsuccessful. There was no patient involvement and unknown patient harm/adverse events reported.